Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not returned / not received.

Event description:
The doctor confirmed that the mdm liner was tilted from the cup after the implant was reduced in image. Therefore, the liner was dislocated from the x3 insert . After that the liner was re-fixed and re-reduced the implants. As a result, the operation time was extended about 40 minutes. Implants were not changed the new devices.